Manufacturer narrative:
Device details were not available at the time of this report. This report is submitted on december 27, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient developed infections at the abutment site and subsequently the abutment was removed (date not reported). Additional information has been requested but has not been made available as of the date of this report.